Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump displayed a blank screen and was unresponsive when powered on, consistent with a display readability issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem associated with the touchscreen, aligning with a display difficult-to-read issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.